Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited low out of range pacing impedance measurements below 200 ohms and high capture thresholds. Technical services was consulted and recommended device replacement, along with lead testing to assess the need for lead replacement. This crt-d and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported. This crt-d and rv lead have been returned for analysis.